Event description:
It was reported that a malfunction occurred with pump displaying malfunction code 25, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to use a backup insulin pump while a replacement pump was sent to them. The customer was also given instructions on preparing the faulty pump for return and was expected to send it back to tandem within 10 days using a prepaid label.